Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 at 9:30 pm. Blood glucose level at the time of the incident was over 600 mg/dl. Customer was treated with intravenous insulin drip for high blood glucose. Customer's current blood glucose level was unknown mg/dl. Customer also reported feeling dizzy and hallucinating while on a camping trip. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.